Event description:
It was reported that a system error (se) 2240 (air in line) alarm occurred during dwell 4 of 4 on the homechoice (hc) device. The home patient (hp) was connected at the time of the alarm. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) assisted the hp in clearing the alarm and removing the cassette. The hp planned to complete therapy using manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.